Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 320 mg/dl. The customer reported being hospitalized on (B)(6) 2014 while on vacation. The customer also reported that the insulin pump fell and hit the toilet. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.